Manufacturer narrative:
The manufacturer previously reported information in reference to a dreamstation 2 advanced auto CPAP alleging the device has a burning smell. There was no report of flames, smoking, melting, or warping. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was plugged into an ac (alternating current) receptacle. There was no property damage beyond the device. The device was returned to a third party service center for evaluation. The service technician observed the pcba (printed circuit assembly board) was burned. Error code 15 (indicating an issue with the cpu) was found in the device log history. The dreamstation 2 advanced auto CPAP was returned to the product investigation lab (pil) for additional testing. Display had potential black and brown burn marks on the back of it. Display ribbon cable had a potential black burn mark in the middle of it and a potential mineral deposit stain. Q4 (phase c) of the blower motor circuitry of the pca was blown and had potential mineral deposit stains in the surrounding area, indicating potential water/liquid ingress. Potential corrosion, burn marks and mineral deposit stains at the following pca location areas: q2, c50, c65, d2, d6, vr1, q7, u10, d19, d21, gnd8, p3, d22, and underside of q3, indicating potential water/liquid ingress. Pil was not able to confirm the complaint. Pil was able to confirm that thermal events took place on the pca, most likely due to the potential water/liquid ingress to the pca, this was most likely the cause of the device failing the airflow test. No care orchestrator data was able to be retrieved. Additionally, the evaluation of the device data identified unrelated error codes. These error codes are consistent with normal device operation and expected use conditions and are not considered reportable under medical device reporting requirements. No evidence was identified to suggest that these error codes contributed to or caused the reported event. The device was scrapped. Updated: device available for eval updated. Date returned to manufacturer updated. Reason device not eval updated. Evaluation method code updated. Evaluation results code updated. Conclusion code grid updated.

Manufacturer narrative:
The manufacturer previously reported information in reference to a dreamstation 2 advanced auto CPAP alleging the device has a burning smell. There was no report of flames, smoking, melting, or warping. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was plugged into an ac (alternating current) receptacle. There was no property damage beyond the device. The device was returned to a third party service center for evaluation. The service technician observed the pcba (printed circuit assembly board) was burned. Error code 15 (indicating an issue with the cpu) was found in the device log history. The unit will be returned unrepaired to the manufacturer¿s product investigation lab (pil) for further analysis. The unit was returned unrepaired to the manufacturer¿s product investigation lab (pil) for further analysis.; however, no device evaluation information is available at this time. A final report is being submitted. If new information becomes available a supplemental report will be completed. Update: (device) problem code grid updated. Evaluation method code grid updated. Evaluation results code grid updated. Component code grid updated. Conclusion code grid updated.

Event description:
The manufacturer was contacted in reference to a dreamstation 2 advanced auto CPAP alleging the device has a burning smell. There was no report of flames, smoking, melting, or warping. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was plugged into an ac (alternating current) receptacle. There was no property damage beyond the device. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information in reference to a dreamstation 2 advanced auto CPAP alleging the device has a burning smell. There was no report of flames, smoking, melting, or warping. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was plugged into an ac (alternating current) receptacle. There was no property damage beyond the device. The device was returned to a third party service center for evaluation. The service technician observed the pcba (printed circuit assembly board) was burned. Error code 15 (indicating an issue with the cpu) was found in the device log history. The unit will be returned unrepaired to the manufacturer¿s product investigation lab (pil) for further analysis. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.